Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the surgeon had screws in and the cocr did not sit in the plate as flush as the titanium screws. He tried to crank down on it to set the screw better and it broke off. 2.7mm cocr screw breakage with a vdr plate nl and stem left in situ. There was a reported delay of 15-30 minutes.